Event description:
A turnpike catheter was used during a patient procedure. The physician experienced resistance when torquing the catheter and removed the device from the patient. Once the device was removed from the patient, damage was observed on the distal portion of the turnpike. No patient impact was reported.